Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, while advancing the left ventricular (lv) lead over a percutaneous coronary intervention (pci) guidewire, it was noted visually that the lv lead insulation was damaged by the pci guidewire. The lv lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.